Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information a definitive cause for the reported patient device interaction problem could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two proglide devices after an diagnostic cardiac angiogram procedure with a 6f sheath. Reportedly with the first proglide, hemostasis was not achieved. A second proglide device was attempted however the guide separated from the guide tube. The separated guide and sheath were left in the patient. Manual compression was used to achieve hemostasis. Patient was transported to another hospital to remove the separated guide and sheath. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. User facility medwatch (mw5167584) report received that states: [on (B)(6) 2025, an (B)(6) inpatient came to the cath lab for a left heart catheterization and the right groin/femoral artery was accessed. At the end of the procedure, the patient was restless and agitated, moving on the table. While attempting to seal the right femoral artery access, a plastic portion of the perclose proglide instrument broke off inside right femoral artery and the cardiologist was unable to retrieve the foreign body. The patient was transferred to ICU (intensive care unit) post procedure for care until the patient was transferred to (B)(6) to have a vascular surgeon remove the foreign body. On (B)(6) 2025, the cath lab lead rn contacted the abbott perclose proglide representative to notify of the company of the product failure. The representative asked if the product had broken off in the patient, and when the cath lab lead rn confirmed the retained foreign object, the representative stated that this sometimes happens. When the representative was further queried as to why adventist health sonora had not been notified of this default, the response from the representative was that she tried to meet with the cardiologist last year to in-service the cardiologist about the product; however, the cardiologist was too busy to meet with her.] No additional information was provided.